Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected high out of range shock impedances of greater than 200 ohms. The physician checked all vectors, and suspected the proximal coil was the issue. The physician reprogrammed the shock configuration distal coil to can. The shock impedance in this configuration was around 105 ohms. It was noted the shock electrogram (egm) appeared normal. Technical services suggested performing defibrillation threshold (dft) testing in the new vector. Additional information was received that dft testing was not performed, the root cause for the out of range shock impedances was not determined and there were no adverse patient effects reported. This ICD remains in service.